Manufacturer narrative:
IFU states: serious and life threatening adverse events, including stroke, have been associated with use of this device. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures and the use of the device are associated with numerous risks. Neurological dysfunction (tia) is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal surgical and post implant patient and pump management. The root cause or contributing factors to the neurological dysfunction (tia) and its relationship to the device or treatment cannot be determined based on the available information. Clinical and patient factors including comorbidities are possible contributors to the events. There is no evidence to suggest a relationship to any device performance or manufacturing issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01530 and 3007042319-2015-01531) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by medical staff that a patient had an episode of feeling slightly dizzy and unwell with an episode of slurred speech he went to the hospital and was kept there overnight for monitoring. His computed tomography of the brain (ctb) was normal. Medical treatment was an increase in his dipyridamole dose. Patient outcome is reported that a follow-up examination was scheduled and the patient would have a transthoracic echocardiogram (tte) at the clinic visit. No additional information was reported. This is report 2 of 2

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: serious and life threatening adverse events, including stroke, have been associated with use of this device. This is one of two reports (3007042319-2015-01530) submitted for devices related to the same event.